Event description:
The bronchovideoscope was returned to the service center with a report of infiltrated instrument. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the distal end had foreign objects and scope communication error code e226 and no image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the error code and the no image. The cause for the foreign objects on the distal end is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.